Event description:
The tip of the glove came off (possibly in the pt) during an orthopedic case. The surgical site was irrigated really well and a visual inspection was done. Nothing was found in the pt, and there have been no reported negative effects to the pt.

Manufacturer narrative:
The sample was returned, but unfortunately cannot be located. The device master history record (dmhr) of the affected lot had issued tear, pinholes and touches defects but had passed qa's criteria after rework process. Every production lot of our gloves are tested using FDA prescribed water test procedures and our accepted quality level (aql) is much tighter than that required by the FDA, with the facility standard procedure. We will continue to monitor for trends.